Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af284 lot number 25017 showed the push button luer was broken and leaking. Smart chip verification showed that the catheter was not used. The reported balloon catheter failed the test due to broken luer. In conclusion, the reported broken luer issue was confirmed through product analysis. However, the reported air ingress issue was not confirmed through product analysis. The reported balloon catheter failed the returned product inspection due to a broken push button luer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during preparation, there was air noted in the manifold and extension tubing. The touhy was removed, and the manifold was prepped again. Upon removal of the touhy, the plastic connection of the balloon catheter broke. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.